Event description:
Reporter alleged the needle from the softclix plus lancet device protrudes outside the end of the cap. Reporter stated there was already a lancet in the brand new device and she stuck herself with the lancet. Reporter stated that she washed her hands afterwards. No other actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.